Event description:
While attempting to place the essure system into the fallopian tubes bilaterally, there were problems deploying the coils into the tubes and a piece of one of the catheters broke off while trying to remove the catheter from the patient. The piece was retrieved by the physician.